Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had been trying for about a week to charge their ins and in the process their implant battery died. The patient said they never had problems connecting to their implant until the last time they tried to charge. The patient mentioned that they got some error messages and one was a power on reset (por) message. The patient also said they saw a 4100 error code; the meaning of the message was reviewed with the patient. The patient also mentioned that their internal battery seemed to have moved. The patient was directed to follow up with their healthcare provider (hcp). The patient mentioned they had been able to connect with their communicator when having issues with the recharger and after using the communicator they were then able to connect the recharger. During the call, the patient was able to connect their recharger to the implant and charge with excellent connection. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their hcp if the issue persisted. The patient also requested a new recharger belt; their current belt was too big. Email sent to repair for replacement.